Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endoscopic clip applier was fired initially then stopped working after seconds and the third clip was applied. Replaced with same like product in order to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.